Manufacturer narrative:
The reported complaint of icy catheter leak was confirmed during functional test. Bond leaks were observed at proximal end of distal balloon and at the distal end of medial balloon. Probable root cause was due to latent defect at the bond. Visual examination of the returned catheter was performed and found no physical damage. Blood residue was observed in the proximal luer tubing of the returned icy catheter. Functional testing of the returned catheter was performed. All lumens were flushed without resistance. The returned icy catheter was connected to a pressurized inflation device. Bond leaks were observed at proximal end of distal balloon and at the distal end of medial balloon. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 90398.

Event description:
During ivtm therapy and prior to rewarm phase, customer noticed saline bag was empty. No saline fluid observed around neither thermogard console nor leak from start-up kit (suk) (lot #097567). Suspected icy catheter (lot #90398) breached and it was removed from patient. Catheter dwell time was 48 hours. Ivtm treatment stopped, changed to arctic sun. No consequences or impact to patient was reported.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy and prior to rewarm phase , customer noticed saline bag was empty. No saline fluid observed around the thermogard console nor leak from start-up kit (suk) (lot #097567). No report of thermogard ivtm system alarmed. Suspected icy catheter (lot #90398) breached and it was removed from patient. Catheter dwell time was 48 hours. Ivtm treatment stopped, changed to arctic sun. No consequences or impact to patient.